Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of having high blood glucose of 500mg/dl and the pump alarmed no delivery. Customer treated with an injection and indicated that the alarm was resolved by a complete set change. Troubleshooting found that the incident was a past event and customer's blood glucose level was 269mg/dl at the time of call. Customer was advised that the reservoirs would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details given.